Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis also indicated the criteria for the right ventricular lead integrity alert were met and that there was oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), oversensing noise and multiple high rate non-sustained episodes. A possible lead fracture is suspected. The noise was reproducible with isometric movements. Reprogramming was completed and the lead currently remains in use. No patient complications have been reported as a result of this event.